Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast prosthesis implantation surgery with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient experienced rippling, on the side, shifting and moving of the implants. There are also bumps in the nipple area and the patient has gained and lost weight but is not sure if these symptoms have anything to do with that. The patient also reported swooshing on the right side, she cannot lay on her belly and was getting rashes in between her breasts. The rashes pinches, itchy, looks like pimples and when they pop, they sting. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).